Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak and experienced hyperglycemia. The customer reported that the leak occurred while filling the reservoir. It was reported that the transfer guard was loose from the reservoir and it came off each time. The customer reported that she had high blood glucose levels ranged from 17 mmol/l to 31.4 mmol/l at the time of the incident. The leak was past the second o-ring. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir. Performed pre-fill reservoir test per (B)(4) and (B)(4). Found no leakage anomaly during filling. Also checked reservoir using a new lab. Infusion set and found reservoirs or transfer guards easy to connected or release no connector anomaly during analysis. (B)(4).